Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their aligners are sharp and cutting their gums on the left side roof of their mouth and right front side. This is causing bleeding and pain which makes them can't wear their aligners. Requested photos for aligner fit and provided fit issues information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.